Event description:
During the ventricular tachycardia and ICD implant procedure, the patient experienced heart block and the patient subsequently died. The ep study was done with a non-abbott catheter (6f polaris decapolar by boston scientific) and a 6f supreme crd2 catheter. The non-abbott catheter (polaris) was in the cs and the supreme catheter was put into the right ventricle. The procedure was completed, and the catheters were removed. The physician decided to implant an ICD. While the room was being prepared for the ICD implantation, the patient went into complete heart block and was intubated. The patient dropped oxygen saturation and went into pulseless electrical activity. CPR was performed but the patient passed away. The physician believes that the heart block was possible due to a metabolic condition, the patient had undergone dialysis prior to the procedure. No catheters were inside the patient for at least 20 minutes before the patient went into heart block. There were no performance issues with the abbott catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.